Event description:
The customer reported having issues with the sensor glucose reading and her blood glucose reading. The customer stated that her sensor was reading low and went to the hospital. The hospital checked her glucose level and it was 499mg/dl, but her meter read 107mg/dl. Then had the hospital to test and checked again and it was 105mg/dl. The caller mentioned having flu symptoms and was extremely thirsty; she was treated for the flu. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The sensor gave a reading of 60 mg/dl when the blood glucose reading was over 400 mg/dl. The customer also reported that the cannula had left holes in the stomach, that there was bleeding at the insertion site and that the tubing became clogged.